Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on 2023-02-20. The pt said they just had their ins moved to a different part of their body on tuesday. Pt said the reason for the move was they started having problems with the ins placement when the pt lost weight and after they had fallen. Pt said that where the ins was previously located on their buttocks, others could see the ins move up when the pt sat down. Pt also said the ins was painful where their pants were located around their waist. Pt mentioned they were following up with their healthcare provider (hcp) soon for follow up appointment where the pt would then be given clearance to use the ins again after being moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins site was very painful when they sat down. They fell about 2 months ago and it had been painful since then. The patient was redirected to their healthcare provider to further address the issue. Pt repeated they fell about 2-3 months ago and was in the hospital. Pt repeated since the fall, if they sit a certain way the ins hurts them; almost like the ins was trying to come out of their skin. Pt said they think the ins may have shifted in the fall, and the ins doesn't hurt them while standing. Pt said they were planning on going in to have the ins checked. Pss documented information given during the call.